Event description:
Information received by medtronic indicated that the insulin pump was possibly over delivering. Customer stated that they experienced hypoglycemia with blood glucose value 78 mg/dl. No further patient complications were reported. The customer declined troubleshoot and will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.